Manufacturer narrative:
An event of paravalvular leak and heart block after implant was reported. Information from the field indicated that no notable annular calcification was present, there was sufficient calcium to allow sealing, leaflet calcification was homogeneous between cusps, there were no deployment difficulties, implant depth was 5.4 mm (deeper than the optimal 3mm), and the patient had a history of first degree atrioventricular block. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on available information, the cause of the reported heart block could not be conclusively determined but appears to be related to the implant depth. A root cause for the paravalvular leak could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(6) - vantage. (B)(6). It was reported that on (B)(6) 2023 a 29mm navitor valve was implanted at a depth of 5.4mm. The annular dimensions of the native valve was diameter 25.4, area 507mm2, perimeter 80.7. There was sufficient calcium to allow sealing and leaflet calcification was homogeneous between cusps, no notable annular calcification was present. A post-implant balloon valvuloplasty done due to paravalvular leak (pvl). Post procedure, but prior to discharge from hospital the patient had third degree atrioventricular (av) block requiring a permanent pacemaker implant. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage. Eu3571 - 453 (B)(4). It was reported that on (B)(6) 2023 a 29mm navitor valve was implanted at a depth of 5.4mm. The annular dimensions of the native valve was diameter 25.4, area 507mm2, perimeter 80.7. There was sufficient calcium to allow sealing and leaflet calcification was homogeneous between cusps, no notable annular calcification was present. A post-implant balloon valvuloplasty done due to paravalvular leak (pvl). Post procedure, but prior to discharge from hospital the patient had third degree atrioventricular (av) block requiring a permanent pacemaker implant. The patient is stable.